Event description:
The knot pusher was barely touching the knot when the surgeon was preparing to cinch the knot down, the suture broke. The sales rep stated that it looked as though the suture were cut from the button, that he wondered if the eyelet was sharp inside the lumen and had lacerated the suture. An add'l anchor had to be inserted into the pt. The original anchor remains in place but has no suture attached.

Manufacturer narrative:
Device is not being returned for evaluation.